Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investigation outcome: the device alarmed for various technical faults and switched into safety ventilation. The reported issue can be evidenced from attached device logs. The issue could not be reproduced. Local service engineer upgraded the device to the last software version (3.1.1) the device passed all calibration and tests in service software. The reported issue could not be reconstructed. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "as per the end user, ventilator has shut down itself with continuous audible alarms. After the end user turned on the device, alarms stopped. There were technical faults. Tf 346040, tf 346054, tf 346041, tf385002." It was marked in the complaint that no patient was involved. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.